Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached but it remained stuck in the capio cage and did not fall into the patient's tissue. The procedure was completed with another uphold (tm) lite with capio slim . There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks f10 and h6: problem code 2907 captures the reportable event of dart detachment. Block h10: an examination of the returned capio slim suture capturing device and mesh assembly was performed. There was no damage noted to the capio slim device. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. No damage was noted to the blue/white dilator; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The portion of the detached suture containing the dart was returned. Furthermore, the carrier extended and retracted into the cage with no issue. The investigation concluded that the most probable cause for this event (dart detachment) is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached but it remained stuck in the capio cage and did not fall into the patient's tissue. The procedure was completed with another uphold (tm) lite with capio slim . There were no patient complications reported as a result of this event.